Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed pump stop events associated with the disconnection of the driveline. A specific cause for this disconnection could not be determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of increased confusion could not conclusively be determined. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. On (B)(6) 2021, the driveline was disconnected and reconnected several times, resulting in pump stops. The pump was stopped between approximately 7 seconds to a minute during the events, and corresponding low flow, driveline disconnect, and left ventricular assist device (lvad) off alarms were active. With the final driveline reconnection, the pump ramped back up to the set speed without issue and appeared to operate as intended for the remainder of the file. The account later communicated that the alarms resolved when the driveline was reconnected. No additional alarms or issues were observed. The account stated that the patient was doing well with no symptoms. The patient continues to be monitored and was provided education. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 provides an explanation of all pump parameters, including flow. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15may2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recently been experiencing increased confusion and was admitted due to disconnecting the driveline on (B)(6) 2021. The patient was reportedly disconnected for about 2 minutes when the patient's spouse heard the alarm and plugged the driveline back in. The alarms resolved when the driveline was plugged back in. The pump then restarted and 911 was called. The log file review captured 5 driveline disconnects. The longest duration was approximately 1 minute and the others were less than 10 seconds each. The disconnects occurred on (B)(6) 2021. Two of the disconnects occurred before the pump had restarted. There were no additional alarms/issues. The patient was doing well with no symptoms. The patient would continue to be monitored and educated.